Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a hole was noted in the introducer. The brk was inserted through the introducer but exited through the hole. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The sheath had been perforated proximal to the distal tip; the dilator tubing was not damaged. Functional testing revealed no anomalies noted when the dilator was advanced through the returned sheath. A needle/stylet assembly from current abbott inventory was also inserted and advanced through the dilator/sheath assembly with no anomalies noted. The condition of the returned device was consistent with the dilator tip retracted too far during needle/stylet assembly insertion.